Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation 65cm distal from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. There was a kink on the distal side of separation 73.2cm proximal from the tip. There was blood in the guidewire lumen and blood on the outside of the balloon in the folds. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14may2019. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed separated hypotube.